Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification. It was identified that both wires on the liquid crystal display(lcd) were pinched, the wires were exposed. The atrial output connector was broken. The hanger and upper case were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for service and subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.